Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue regarding the device not powering on at all, was verified. It was found that the main board was at fault and was replaced to remedy the issue. The main board was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.